Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 18jun2019. Customer contacted philips customer support group and indicated they had resolved the situation and cancelled processing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that the unit has a faulty battery. The customer reported there was no patient involvement. The event date was not specified; estimate used.